Manufacturer narrative:
H3 device evaluated by manufacturer:a 14f isleeve introducer sheath with the dilator in the 14f isleeve introducer sheath was returned and analyzed. Visual and microscopic analysis of the returned device found all three (3) seams were expanded, the liner was torn, the tip was damaged, and the 14f isleeve introducer sheath appeared to have buckling damage. Photographic images were provided to aid in the investigation. Review of the media provided confirmed that the 14f isleeve introducer sheath liner had torn, the tip was damaged, and there appeared to be buckling damage. Product analysis confirmed the liner of the 14f isleeve introducer sheath was torn. Product analysis could not confirm the reported events of difficulty advancing and vessel dissection as clinical circumstances could not be replicated.

Event description:
It was reported that a liner tear of the 14f isleeve introducer sheath and vessel dissection occurred. Procedure summary the tricuspid native aortic annulus was 23.3mm in diameter. Vascular access was obtained via a right transfemoral approach. The femoral artery was 6mm in diameter at the access site. The iliofemoral anatomy was moderately tortuous and severely calcified. A 14f isleeve introducer sheath was unable to be inserted. The 14f isleeve introducer sheath was removed from the patient. The iliac anatomy was dilated with a non-boston scientific (bsc) balloon catheter. A new 14f isleeve introducer sheath was inserted with difficulty and was advanced into position. A safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a non-bsc catheter in accordance with the instructions for use (IFU). A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was attempted to be advanced through the 14f isleeve introducer sheath, however, there was extreme resistance and the acurate neo2 tf ds was unable to be advanced through the 14f isleeve introducer sheath. The acurate neo2 tf ds was removed from the patient and it was noted that the upper crown of the acurate neo2 valve was bent. Upon removal from the patient, a linear tear was observed along the shaft of the 14f isleeve introducer sheath. A dissection was noted in the iliac however, no treatment or intervention was performed. A non-bsc valve was implanted to treat the native aortic annulus. Patient status no patient complications were reported. The patient was discharged five (5) days post procedure. The patient has fully recovered.

Event description:
It was reported that a liner tear of the 14f isleeve introducer sheath and vessel dissection occurred. Procedure summary the tricuspid native aortic annulus was 23.3mm in diameter. Vascular access was obtained via a right transfemoral approach. The femoral artery was 6mm in diameter at the access site. The iliofemoral anatomy was moderately tortuous and severely calcified. A 14f isleeve introducer sheath was unable to be inserted. The 14f isleeve introducer sheath was removed from the patient. The iliac anatomy was dilated with a non-boston scientific (bsc) balloon catheter. A new 14f isleeve introducer sheath was inserted with difficulty and was advanced into position. A safari2 guidewire was advanced into position. Balloon aortic valvuloplasty (bav) was performed with a non-bsc catheter in accordance with the instructions for use (IFU). A size medium acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the instructions for use (IFU). The acurate neo2 tf ds was attempted to be advanced through the 14f isleeve introducer sheath, however, there was extreme resistance and the acurate neo2 tf ds was unable to be advanced through the 14f isleeve introducer sheath. The acurate neo2 tf ds was removed from the patient and it was noted that the upper crown of the acurate neo2 valve was bent. Upon removal from the patient, a linear tear was observed along the shaft of the 14f isleeve introducer sheath. A dissection was noted in the iliac however, no treatment or intervention was performed. A non-bsc valve was implanted to treat the native aortic annulus. Patient status no patient complications were reported. The patient was discharged five (5) days post procedure. The patient has fully recovered.